Manufacturer narrative:
The complainant indicated that the device has been disposed; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical rending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a patient (event date, patient age, sex, and weight are unknown). During stent deployment, the guide catheter detached from the delivery system and part of the catheter remained in the deployed stent. The physician did not make an attempt to remove the piece of the guide catheter. The customer was unable to provide any details regarding the patient's condition.